Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in 2008, the customer's doctor prescribed the use of an insulin pump with an infusion set. The customer allegedly failed to receive the correct dose of insulin to manage his diabetic condition presumably as a result of issues with the insulin pump and/or the infusion set. The customer went into diabetic ketoacidosis, had multiple diabetic comas and multiple hospitalizations allegedly resulting from improper amounts of insulin. As a result of alleged issues with the pump and / or infusion set, customer has suffered damages. Nothing further was reported.